Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2017 with the following findings: a review of the black box showed several call service 128 and 088 alarms. No evidence of a short battery life was found. A post delivery motor supply fault alarm was found in the black box. The rewind, load, and prime steps were performed successfully. All currents read within specifications. The pump cover was removed to find no intermittent conditions to the printed circuit board. The short battery life complaint was unable to be duplicated. Unrelated to the original complaint the battery compartment was cracked below the grip pad.